Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery depleted overnight and the pump shut off. The customer¿s blood glucose level was 235 (mg/dl). Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 50% to 1% within 5 hours. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.